Event description:
Duotube inserted without difficulty. Air auscultated over stomach area. Kub x-ray ordered for placement. Radiologist called to confirm duotube in pleural space. Dr notified. Md removed duotube with 02 sat dropping to 78%. Pneumothorax occurred. Chest tube inserted by md.